Manufacturer narrative:
When the pt felt pain on her left flank area on friday (B)(4) 2014, the pt rubbed the area and proceeded to pop a blister that had formed in that area. On monday, (B)(6) 2014 the site's radiology manager asked the pt to come in and be seen by the radiology nurse and radiologist. The area was about 3 inches x 1 inch and looked like an area where a blister had been. The physician prescribed silvadene creme. The ge healthcare investigation indicates that the incident appears to be the result of the inability to position padding between the pt's abdomen and the bore of the magnet, due to the pt's size. System log and configuration files were reviewed. The data indicates that the system was operating normally and within performance specifications. The information reviewed did not indicate there was any system malfunction that may have contributed to this incident. No further actions are planned at this time.

Event description:
It was reported that a pt was scanned on a signa excite 1.5t system on (B)(6) 2014. The pt underwent a lumber MRI feet first on a posterior cardiac coil, with arms at her sides. No pads were used due to the pt's size. The pt left the site with no complaints. On friday (B)(6) 2014 the pt felt pain on her left flank area.